Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: dec 8, 2021 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received in a different serial numbers lens case. Visual inspection under magnification revealed the half of an iol (the other half missing). Viscoelastic residue was found on the optic body and haptic, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye as the iol had subluxed out of the capsular bag. Another johnson & johnson z9002 lens (different model and lower diopter) was implanted as a replacement. It was unknown if any medical/ surgical intervention was required. The patient is doing well post-operatively. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that an incorrect selection was inadvertently made in the section "a3" of the initial MDR report. Therefore, the correct selection has been entered in this supplemental report and the following field was updated accordingly: section a3-gender: female all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.